Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that on the fifth day following an intraocular lens (iol) implant procedure, the patient developed inflammation together with pain. At first the doctor thought it was due to patient's negligence and the doctor prescribed eye drop and injection. The symptoms were improving only for a while and inflammation continues to be present. Additional information was indicates that the diagnosis is toxic anterior segment syndrome (tass). It is unknown if cultures were performed.